Event description:
Pt's fasting capillary blood glucose was tested, using the suspect device, with a result of 188 mg/dl. At the same time, a venous sample was reportedly obtained from the same pt, and when tested in a reference lab, measured 100 mg/dl. No pt injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.